Manufacturer narrative:
This report is being submitted in order to close out the complaint record. It was determined that this event report was a duplicate report of the same event captured in 1317056-2021-000185. Reference (B)(4). Note: the initial MDR for this event was submitted on november 18, 2021. When submitting the final report, the acknowledgements indicated the initial report was not received, although the initial report acknowledgments stated the report had passed. Therefore, as a resolution to the issue, the initial report is being resubmitted an includes the investigation results. Ci1637244479068.1236804@fdslv86004_te1

Event description:
An angiodynamics territory manager reported an issue with a solero mta generator when setting up for a procedure. The setup was normal, but the pump would not respond to pressing the pump on button on the touchscreen. Due to this issue, the procedure was not able to be performed. The applicator had not been placed,however, the patient had already been sedated, so they were able to perform a biopsy. There was no adverse patient impact other than not being able to treat. This event has been assessed as a reportable due to patient safety risk, as the patient was under anesthesia and treatment was not completed. This report is being submitted in order to close out the complaint record for (B)(4), . It was determined that this event report is a duplicate report of the same event captured in (B)(4), 1317056-2021-000185.